Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with ise indirect na, k for gen.2 on a cobas 8000 ise module. Data was provided for 49 patient samples with discrepant ise results. No questionable results were reported outside of the laboratory. The reporter also noted they received an error indicating electromotive force was not within range. Refer to the attachment for all patient data. The na and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer cleaned the sample probe, vacuum, and sipper nozzle. The vacuum and sipper nozzle were adjusted. System reagents were changed and the reagent tubing was adjusted. Syringes, electrodes, and tubing were checked. Mechanism checks were performed and appeared fine. An air purge was performed and all fluids were primed. An ise check was performed and was ok. The customer ran calibration and performed checks; these were ok.